Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen has missing pixels in the middle section of the screen blocking graphics. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.